Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging copd, trouble breathing,chest pain,pulmonary edema. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged copd, trouble breathing, chest pain, pulmonary edema. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no visible evidence of foam degradation. There were no secondary findings. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that there was no visible foam degradation. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.